Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. No motor error alarm or unexpected off no power, unexpected alarm, battery out limit alarm and rewind anomaly noted during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they received repeated motor errors during basal and that they have reverted to a back up plan. Troubleshooting was performed. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was assisted in performing a rewind. The customer was able to complete pump rewind the night prior to the call but when they tried to rewind during troubleshooting, the insulin pump went blank. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that troubleshooting for blank display will be done but troubleshooting for battery out limit was performed. When the battery out limit alarm was cleared, an unexpected restart alarm was received, but the customer declined troubleshooting for that alarm. The customer stated that the battery was out greater than allowed. The insulin pump will be replaced due to the motor error and will be returned for analysis.